Event description:
Consumer called to report a burn on the back of his shoulder. He had applied an ace therapy patch and when removed, left 5 or 6 areas where the skin was removed. Went to the ER for treatment and is experiencing a great deal of discomfort. Claims to have been hospitalized.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.